Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d8, h3, h4, h6. In addition, the following reportable malfunctions were identified during the device evaluation: air/water tube and air/water cylinder had foreign material. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope still smells of feces after reprocessing. There were no reports of patient involvement.